Event description:
It was reported the patient underwent stenting of acute left mca m1 occlusion and 24 hours post procedure, the patient's condition deteriorated. MRI (magnetic resonance imaging) confirmed left basal ganglia ischemic stroke followed by subarachnoid hemorrhage. The physician suspected, but could not confirm possible vessel perforation through stent (subject device) implantation.the patient was treated with antiplatelet and dvt (deep vein thrombosis) prophylaxis. The subarachnoid hemorrhage worsened with intraparenchymal hemorrhage, hydrocephalus and herniation. The patient's family declined further treatment and patient passed away 2 days post procedure.

Manufacturer narrative:
The automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. Based on the investigation results and available information an assignable cause of anticipated procedural complication was assigned to the as reported issues of patient death, hemorrhage, vessel perforation, hydrocephalus and stroke since the issues are due to known physiological effects of the procedure and or/ patient condition noted with the direction for use, device labelling and/or risk documentation files.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported the patient underwent stenting of acute left mca m1 occlusion and 24 hours post procedure, the patient's condition deteriorated. MRI (magnetic resonance imaging) confirmed left basal ganglia ischemic stroke followed by subarachnoid hemorrhage. The physician suspected, but could not confirm possible vessel perforation through stent (subject device) implantation. The patient was treated with antiplatelet and dvt (deep vein thrombosis) prophylaxis. The subarachnoid hemorrhage worsened with intraparenchymal hemorrhage, hydrocephalus and herniation. The patient's family declined further treatment and patient passed away 2 days post procedure.